Event description:
Gynecare x-tract tissue morcellator stopped working in the middle of the case. Tried turning everything off and on and moving the connection around but the device still would not work. Replaced it with another morcellator and was able to finish the procedure. No injury to patient.contacted representative to make arrangements to pick up device for testing.